Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to check the side comm board. It is necessary for the compella bariatric bed system to have an effective maintenance program. We recommend that you do annual preventive maintenance. Specified checks: the communication cable and its connectors are in good condition. The sidecom communication system operates correctly. If any of these checks fail, repair or replace the part as applicable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the side comm board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported.this report was filed in our complaint handling system as complaint (B)(4).